Event description:
It was reported that there was an event of right ventricular (rv) lead oversensing noise when the patient reported for their scheduled lead revision. The right ventricular (rv) lead was successfully capped and replaced on (B)(6) 2025. The patient was stable.